Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up with high capture thresholds in bipolar configuration, also noted was sensing had dropped. The autocapture was turned off and the reprogrammed the device. No re-evaluation had been performed, the patient was doing fine.